Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal coronary intervention [pci] procedure, a foreign object was identified with in the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's aortic arch to cannulate and opacify the patient's right coronary artery [rca]. During the coronary angiography a slightly tapered foreign body in the area of the proximal rca was identified. The physician alleges that it may be the marker band of the sheath that detached and was carried into the rca by the guide catheter. No patient consequences to report. The patient remained hemodynamically stable. A balloon catheter was then introduced along the guidewire and inflated to retrieve the foreign object from the heart. When trying to remove the foreign object through the femoral access sheath, the foreign body detached form the balloon and migrated in an antegrade direction into the lateral branch of the profunda artery. The physician did not attempt to retrieve the foreign body from the patient's periphery. The patient remains asymptomatic.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.